Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58z72. Investigation summary: the analysis found that one long60a device was returned was returned with no apparent damage with three ecr60b cartridge reloads present. The cartridge reloads (b and c) were received partially fired 1/16. The cartridge reload (d) was received partially fired 1/3. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not close. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic distal gastrectomy, after installed the reload, removed the retaining cap, could not close the jaw. Changed another ecr60b, still could not close the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient. After surgery, the surgeon removed the reload, tried to close the jaw but failed. Checked the two reloads, noted the sleds were moved forward.